Event description:
It was reported that during use in the proximal popliteal artery, the tip of the recanalization catheter was damaged. The procedure was completed with another catheter. There was no pt injury reported.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device and an image was returned. The tip was examined under magnification (microscope 10x), confirming the investigation for material separation as the outer catheter and guidewire lumen had become separated from the metal tip. The investigation is inconclusive for device-device incompatibility, as functional testing could not be performed due to the condition of the returned sample (i.e. Separated catheter and inner guidewire lumen). The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The crosser instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.